Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Follow ups were made to gather additional information regarding the reported event, and to date , no response is received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device "appeared to be defective". There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut, charged coupled device (r-unit) is broken, and the cover glass of the insertion section is scratched. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefor the insertion pipe does not rotate smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.